Event description:
Promus premier (B)(6) registry. It was reported that the patient died. In (B)(6) 2021, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the left main coronary artery (lmca) extending up to mid left anterior descending (lad) artery with 95% stenosis was 51mm long and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and placement of 3.00 mm x 12 mm overlapped with 3.50 mm x 20 mm and 3.50 mm x 28 mm promus premier stents system. Following this post dilation was performed with 0% residual stenosis. Balloon angioplasty was also performed during the index procedure for other reason. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject died. The event is not related to covid-19 and no action was performed to treat the event. The primary cause of death was unknown. It is unknown if autopsy was performed.